Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic when review of stored electrograms showed non sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were recommended.